Manufacturer narrative:
On 24 june 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 26 june 2015, the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(4) 2015: lot 122099: (B)(6) femurs produced and released on (B)(4) 2012. No anomalies found. To date, (B)(4) items of the lot have been sold without any similar issue. On (B)(6) 2015, the medical affairs director made the following analysis: from the x-ray provided, I cannot identify any possible cause for the failure. The implant seems perfectly positioned and aligned. I cannot see any indication that it would be painful and get loose. Possibly an unusual shape of the patella, but of course nothing conclusive, and the patella has not been replaced. For me, the root cause is totally unk, based on the supplied data.